Event description:
It was reported that the patient received inappropriate therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made. The patient is doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.